Manufacturer narrative:
Concomitant medical device: d314drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead has a chronic thrombus attached to it. The patient is on medication to treat this condition. Echodensity appears relatively stable. The lead is still in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.